Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. Information received from the site indicated that six weeks post-implant, the patient had low flows and the low flow alarms sounded. It was noted that the low flows were caused by dehydration. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post ventricular assist device (vad) implant the patient had low flows and the low flow alarms sounded. It was noted that the low flows were caused by dehydration. The patient was given 250ml fluid bolus and then another 100ml fluid bolus was added every six hours. The patient was treated with medication and hospitalization was prolonged. The vad remains in use. No further patient complications have been reported as a result of this event.